Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection was reported between the heater line of the homechoice cassette and the heater bag, which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on a homechoice device during peritoneal dialysis therapy. This event occurred during dwell four of five. The patient was connected at the time of the alarm. During troubleshooting, the patient noticed that the heater bag connection had became loose and that the connection was easy to separate from the heater line of the homechoice cassette. The renal therapy service agent (rtsa) assisted with clearing the alarm and removing the cassette. The patient did not have manual bags so the rtsa advised to start over with new supplies to finish the remaining cycle. The patient verified that the patient line was properly primed. The renal therapy service agent reviewed proper procedures with the customer. There was no patient injury or medical intervention associated with this event. No additional information is available.